Event description:
Rptr noted that the syringes are very, very slippery resulting in the user losing control of the product. The rptr has reported this problem before, which resulted in one of the pharmacy technicians getting poked in the eye with the needle that was attached to the syringe.